Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: the issue occurred on the sixth firing of the device. No unusual sound was heard, but the surgeon commented that the firing did not feel right. The firing was completed and the staple line looked okay, no issues with staple formation in the tissue. A single, straight, ¿harpoon¿ staple was noted and removed from along the staple line of the sixth firing; the staple was either protruding from or laying on top of the buttressing. When the cartridge reload was removed from the device, that it when it was noticed that there was damage to the metal on the back of the reload on the first 20 mm or so.

Event description:
It was reported that during a sleeve gastrectomy on the sixth firing the surgeon noticed that "something does not feel right". The surgeon opened the device and examined the reload. He discovered the metal base plate of the reload was broken and that the staples were not "b" shaped. "The staples were shaped like a harpoon". The staple line held and the surgeon used scissors to cut the buttressing material away. The procedure was completed with no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2018. Batch # p5864m. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with one gst60g cartridge reload present. The reload was received fully fired. Act scan of the end effector revealed several staples stuck within the end effector. There was also damaged to the cartridge pan from the knife wing engaging underneath the pan. The position of the knife could have been caused by the staples in the channel and/or tissue loaded in the distal tip of the end effector. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. One picture was provided; picture received shows a green cartridge on a bottom view, the cartridge pan can be seen bent. Based on the photo alone the event describe is confirmed.